Manufacturer narrative:
B5 describe event or problem: updated e1 initial reporter first name: updated e3 occupation: updated the console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse noticed a kink on the radiator hose, therefore the radiator hose was reinstalled properly. The fse vented the cooling system and cleaned the optics. The laser passed full functional and electrical safety testing. Based on the information available, the reported event is confirmed. It is likely that the readjustment of the radiator hose resolved the issue. Adjustment of parts are performed during preventive maintenance, therefore, a conclusion code of cause traced to maintenance was assigned to this investigation. Additional information received clarified that the procedure was completed using another method. An error message is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that at the restart, error 12 (cooling flow switch error) occurred. The procedure was completed using another method/energy source. There were no patient complications.

Event description:
It was reported that at the restart, error 12 (cooling flow switch error) occurred. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.